Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images. An immucor field service engineer identified the sample in question on (B)(6) 2014 when visiting the customer site to assess the instrument. The blood sample in question was returned to the immucor laboratory for investigation, which reproduced the customers issue when tested on (B)(6) 2014.

Event description:
On (B)(6) 2014, an immucor field service engineer identified the sample in question when visiting the customer site to assess ongoing problems with the testing instrument and reported an unexpected negative antibody screen when using capture-r ready-screen (3) using a galileo echo instrument. The problems of inconsistent reactions date back to (B)(6) 2014.